Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open laparotomy, the jaws of the device could not be closed on to the tissue. The white intermediate part which allows to close the two jaws of the handle locks which prevents the jaws from closing. Another device was used to complete the case. There was no patient injury.